Event description:
The customer alleged they received questionable thyrotropin (tsh) and estradiol results on their e601 analyzer. The customer provided data for four patients, of which there was one reportable malfunction. The customer shut down the analyzer for the weekend. When the analyzer was restarted, it was working normally. The patient's initial tsh result was 0.1 uiu/ml. The repeat result was 1.4 uiu/ml. The customer stated that only the repeat result was reported outside the laboratory. There were no adverse events. The tsh reagent lot number was 173808. The expiration date was requested but not provided.

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. It was noted the customer was only calibrating the analyzer on an irregular basis and not following the recommended calibration frequency. After service actions were performed, the issue did not recur.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The field service representative went on site. He ran a performance test and cleaned the measuring cell. The problem has not occurred again.